Manufacturer narrative:
The heartware ventricular assist device (vad) is used for treatment not diagnosis. The controller and four batteries were returned to the manufacturer for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The controller passed visual and functional examination; the device performed per specification at the bench. The reported event was confirmed via log file analysis which indicated that there were three exceptions on the event date which generated subsequent pump motor control (pmc) resets that prompted motor starts making the high priority alarms go off. During internal inspection the top of l1 appeared to be cracked; the apparent crack is not a likely factor for the reported event. The batteries ((B)(4)) passed visual inspection and functional testing; the devices performed per specification. Batteries ((B)(4)) passed visual inspection but failed functional testing. Both batteries exhibited early depletion of cell pairs; battery ((B)(4)) also exhibited high max error which is indicative of the battery being out of calibration. The early cell depletion and high max error are incidental findings and are not related to the reported event. The root cause of the reported event cannot be conclusively determined; the most likely root cause may be attributed to the absence of an electrostatic discharge (esd) shield. Investigations with malfunctions involving esd events have been investigated in a CAPA which resulted in an fsca notification and the addition of an esd shield to the controller. The reported controllers were manufactured prior to the implementation of corrective and preventive actions. Heartware distributed a field safety correction notice (fsca apr2013) following two incidents of patient deaths where the electrostatic discharge (esd) was suspected to cause or contribute to data corruption in the pump motor controller (pmc) resulting in a loss of commutation. Heartware has not demonstrated conclusively that esd caused the events in the field; only that symptoms are consistent with an esd challenge replicated in the laboratory. Static electricity is widely present and more so in certain conditions such as in drier environments and in the vicinity of certain materials and fabrics such as silk clothing and carpeting. Discharge of static electricity commonly referred to as electrostatic discharge (esd) may interfere with electronic equipment. The heartware® controller, as a piece of electronic equipment, is susceptible to esd. The fsca apr2013 field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence. Fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a spare set of fully charged batteries and a back-up controller available at all times, beyond the two (2) power sources that are currently connected to the primary controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is two of three reports (3007042319-2015-01948, 2015-01949 and 2015-01950) submitted for devices related to the same event.

Event description:
It was reported that the patient reported a high priority alarm, both power ports were connected when this happened. Patient was issued a new controller and the batteries and controller were returned for evaluation. No harm or injury to the patient was reported as a result of this incident.